Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 07/08/2025, it was reported that the patient¿s cgm reading was 98 mg/dl and then continued to drop. No bg meter comparison value was reported. The patient was wearing an omnipod insulin pump. The patient was asymptomatic. The patient self-treated by drinking soda. Despite treatment, the patient¿s cgm dropped to 68 mg/dl and then to 48 mg/dl. At an unspecified time later, the patient¿s cgm was reading 150 mg/dl and the bg meter was reading 332 mg/dl. The patient called emergency medical services (ems). Around 7pm, ems arrived and the patient¿s bg meter reading was still around 300 mg/dl and the patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was still above 300 mg/dl. No cgm comparison value was provided. The patient was treated with IV fluids and unspecified cholesterol medication; unspecified blood work was also done. The patient¿s blood pressure was low and she was experiencing diarrhea and dehydration. It was suspected the patient had an issue with her pancreas and a CT scan was ordered. The patient¿s omnipod insulin pump and dexcom devices were removed. The patient was admitted to the hospital and discharged the following day (after approximately 24 hours). She was advised to follow-up with her pcp within 5-7 days. The patient was ¿feeling better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. Before ems arrived, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When ems arrived, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.